Event description:
The physician placed a 6fr cordis sheath introducer in the patient's groin. During the procedure, the physician went to exchange wires and while removing the wire it was noticed by fluoroscopy that the wire was outside the lining of the cannula, therefore, the sheath was removed from the patient and it was noted to be cracked along the length of the cannula. There was no patient injury.

Manufacturer narrative:
During an invasive procedure, the cannula of a brite tip sheath introducer cracked along its length. No patient injury was reported. No additional clinical details were provided. Neither sheath was returned for evaluation. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without product return. After review of the information, it is not known what factors may have contributed to the cannula crack.